Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed deliveries were interrupted on (B)(4) 2016 at 07:56 during a routine cartridge change; deliveries resumed 08:10. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. There were no delivery interruptions or errors, alarms or warnings during that time. The daily insulin delivery totals added up correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering accurately & within required range. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 512 mg/dl with moderate ketones, nausea and extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and received phone advice from their healthcare provider; the patient self-treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.